Event description:
Device was inserted in right nares and was found to be coiled in distal esophagus by x-ray. Nurse attempted to pulll back the tube and advance meeting resistance. Upon removal, the stylet was found to be protruding out the side of the tube approximately 1 inch at a point 2 inches from the distal end of the tube. There was no illness, injury or medical intervention resulting from the event. One pt involved.